Manufacturer narrative:
Other, other text: device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with counterfeit top case. Event history log review was performed and found check clutch error in history. However, investigation could not download ehl because of error during the process. Visual inspection and occlusion testing were performed. The customer reported problem was confirmed. According to the investigation, the pump clutch halves were worn out from normal use. Investigation replaced the pump clutch half's and that cleared up the problem, also replaced the pump leadscrew and spring as preventative measure. The problem source of the reported problem is normal wear (pump is over 6 years old).

Event description:
Information was received that during bench-testing of this smiths medical medfusion 4000 pump, the pump failed occlusion testing. No patient involvement reported.